Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral tavr and received a 26 mm sapien 3 ultra resilia valve in the native aortic position. On postoperative day (pod) 16, severe conduction disturbance was observed, and a permanent pacemaker implantation was performed. Additional information was obtained through the post-marketing surveillance reporting system and it was determined that the valve implanted date was not correct therefore, the occurrence date of severe conduction disturbance was pod16. An additional notification of arrhythmia (sudden cardiac death) was reported. On the day of discharge from the hospital (the date was unknown), the patient progressed from vt to vf and ECMO was placed. It was confirmed that there were no problems with the coronary artery or sapien 3 ultra resilia valve. The patient was considered to have developed a fatal arrhythmia due to low cardiac function. Despite continued treatment, the patient's heart function did not recover, and the patient died on pod 23. Per the medical opinion, the event relationship to both the valve and the tavr procedure was denied. The patient was 85 years old and was high-risk patient who cannot undergo surgical procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h1, h2, b2, b5, h6: impact code, and d6.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the heart block is unknown but may be related to the mechanisms described abov e. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral tavr and received a 26 mm sapien 3 ultra resilia valve in the native aortic position. On postoperative day (pod) 30, severe conduction disturbance was observed, and a permanent pacemaker implantation was performed.